Manufacturer narrative:
Product complaint # (B)(4). Investigation summary = no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). Occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs and medical records received. Pfs alleges pain, discomfort and metallosis. After review of medical records patient was revised to address failed left total hip arthroplasty. Revision notes reported mild metallosis with tan staining of the right hip joint tissues. Fibrinous exudative tissue at the base of the greater trochanter and calcar with mild trunnionosis with black staining at the morse taper junction of the asr head and stem. Clinic visits reported of crunching, popping and grinding. Doi: (B)(6) 2007 - dor: (B)(6) 2019 (left hip).